Event description:
It was reported that this brady lead had perforated outside the heart and patient had pericardial effusion and was bleeding when the pericardium was cut. A new lead was implanted. No additional adverse patient effects were reported.